Manufacturer narrative:
The calibration results were within specifications. The qc was close to the target on the day of the issue. The alarm trace did not indicate any issues. The investigation excluded a general reagent problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin d total gen. 3 assay results from five patient samples tested on the cobas 6000 e601 module. The initial results were not reported outside of the laboratory. Refer to the attachment in the medwatch for the table containing the questionable results. The reagent lot number is 64622700. The expiration date is 30-apr-2023.

Manufacturer narrative:
It was reported that the customer did not perform qc for the new reagent pack (stand-by pack). The initial questionable results and correct results with reruns were generated from the same reagent pack. There was an alarm that occurred for one of the reruns pipetted on (B)(6) 2022 in one of the reagent packs. The alarm occurred in the first sample aspiration with a new reagent pack (standby reagent switched to the current reagent pack during the run) and along with this alarm, the subsequent five samples gave >120 ng/ml results. The investigation did not identify a product problem.